Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation confirmed the device failure to recognize the power source. Visual inspection found that the chassis was broken at the power connector. The evaluation determined that the reported device failure was due to a physically damaged chassis. The device chassis was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to recognized an ac power source when plugged in. There was no patient injury reported as a result of this incident.